Event description:
It was reported that the pump was not responding to the keypad buttons. The pump reportedly has not been exposed to water. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared swollen, the pump is not responsive to the up arrow button, the pump was intermittently responsive to the down arrow, ok, and contrast buttons, there was moisture/corrosion observed on the up arrow key contact, the ok key contact was inverted, and there was evidence of adhesive/contamination under the button contacts.